Event description:
The customer reported having issues with the sensors the nigh before. The caller also mentioned having low blood glucose and three seizures about three weeks ago and hurt her mouth and shoulder; she was treated at the hospital. The customer was off the insulin pump for a few days, then she has resumed to the device therapy, but when she could not use the sensor, she was too afraid to use the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.